Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead was removed due to perforation. It was noted at explant, that the lead became stuck and was difficult to remove.